Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing and there were pacemaker mediated tachycardia (pmt) episodes recorded. There were also episodes of atrial tachy response (atr) and no atrial fibrillation (af). This patient had reached at mtr intrinsically. Technical services (ts) recommended programming options and reprogramming was successfully performed. This device remains in service. No adverse patient effects were reported.